Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as bloody rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician stated they could return lv if they wanted for the skin irritation but patient opted for refit. Follow up indicated that the skin irritation improved.